Manufacturer narrative:
(B)(4). Potential reprocessing. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. No yellow alert screen was displayed during analysis. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during an unknown procedure, after one hour of using, the device stopped operating. A message ¿tighten the group¿ appeared. When I changed the handle and assembled many times the button max, the button min activated. The surgery was carried out and finished by using a new device. No adverse patient consequence reported. One device will be returned.